Event description:
It was reported that the display adaptor switch on the 9900 system would not work. Also the skin spacer was missing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor and skin spacer were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.